Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the connection port of the heater line of a cassette and solution bag. This occurred during set up of peritoneal dialysis therapy. The patient properly tightened the connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.